Manufacturer narrative:
The patient is (B)(6). An event regarding periprosthetic fracture involving a triathlon symmetric x3 patella was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the event of the patient fall and patella fracture could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was the reported trauma.

Event description:
It was reported patient slip on steps and broke the patellar and tear patellar tendon bone. Doctor replaced.

Event description:
It was reported patient slip on steps and broke the patellar and tear patellar tendon bone. Doctor replaced.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.